Event description:
It was reported that an ilet users paused the system when blood glucose trended low, treated the low, observed a subsequent rise in glucose, and then unpaused the device. The user believes pausing is appropriate despite counseling to allow the system to operate as designed, and the case was escalated for further training on appropriate response and potential adjustment of settings. Symptoms included hypoglycemia and hyperglycemia ranging from 55 mg/dl to 400 mg/dl. Outcomes included user education and troubleshooting with potential follow-up training. Investigation included customer interview and review of device use and alerts. Investigation of this case revealed use-related error due to patient-initiated pausing and overtreatment of hypoglycemia rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate training.